Event description:
It was reported that during a laparoscopic gastric bypass procedure, the active blade tip broke off. It fell into the patient and was retrieved. A new device was used to complete the procedure. There was no adverse patient impact was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.